Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during implant of a pacing lead, the sheath became kinked and collapsed. During multiple attempts to withdraw the sheath, the kinked segment pulled the lead down together each time, resulting in damage to the lead helix tip and making further implantation impossible. The lead was attempted/not used. A second lead was tried with a new catheter and the same outcome occurred. The lead was attempted/not used. A third lead was implanted successfully. No patient complications have been reported as a result of this event.